Event description:
It was reported that the right ventricular (rv) lead exhibited undersensing and the right atrial (ra) lead exhibited oversensing. The leads remain in use. No patient complications have been reported as a result of this event.